Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a q-syte separation. The following information was provided by the initial reporter: when the nurse used the q-syte, she found that when the syringe was put in, she had to hold it hard with her hand, otherwise it would bounce back. After discovery, stopped using. The rep had checked with the clinical nurse that there was no liquid leakage in this incident, and no one else was exposed to the leakage.